Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Therefore, the catheter was physically investigated. During physical investigation, the test guidewire passed only until the metal gearwheel. After working in the water nominal aspiration level was achieved. The reported break and detachment was not observed. Mechanical jam of the catheter was observed during physical investigation. Therefore, the investigation could not be confirmed for the reported break and detachment issue. However, the investigation is confirmed for the reported physical resistance issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (device). H11: d4 (medical device lot number), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly stuck in the catheter and the guidewire was allegedly broke. It was further reported that the guidewire was retrieved manually through surgery by opening the vessel. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly stuck in the catheter and the guidewire was allegedly broke. It was further reported that the guidewire was retrieved manually through surgery by opening the vessel. The current status of the patient is unknown.